Event description:
Information received from the field notes intermittent ventricular undersensing. The patient's device was checked after a CABG procedure. The patient's rhythm was atrial flutter with both paced and intrinsic ventricular activity. Occasional pvc's were sensed appropriately and ventricular pacing with capture was seen. The patient will continue to be monitored in the hospital.